Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The impact on the customer's blood glucose level was unknown. The customer experienced this malfunction at least three times and did not reset the pump within the last 24 hours. Technical support decided to replace the pump, and the customer intended to use multiple daily injections as a backup therapy. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump.